Manufacturer narrative:
Result of device evaluation: the suspect faulty main printed circuit board assembly was returned to the carefusion failure analysis lab for investigation. The component was installed on a known good unit and tested. The reported problem could not be duplicated. No further investigation was performed.

Manufacturer narrative:
Carefusion file identification number: (B)(4). An evaluation by carefusion field service personnel was performed on the ventilator and the customer's complaint was reproduced. The main board was replaced to correct the problem. Any additional information received will be evaluated and included in a follow-up report if required. (B)(4).

Event description:
A customer reported to carefusion that their vela ventilator displayed "motor fault" and "vent inop" alarms during pre-use checks. There was no report of patient involvement associated with the event.